Event description:
It was reported that the monitor, even when equipped with an additional battery, will not achieve the operating time specified in the instructions for use (IFU) and the displayed capacity is not feasible. The monitor is intensively being used as a pick and go device. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.